Event description:
Baxter china reported 3 incidents of "malfunction of clamp after one month of use" with the transfer set. This was noted during use with no pt injury or medical intervention reported by the complaint coordinator.